Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis (fa) team. The reported problem was not able to be confirmed using the logs. Upon visual inspection there were no issues found that would be related to the reported event. The generator energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted surgical myomectomy procedure, the grounding pad was not being recognized. The customer changed out the grounding pad twice, restarted the generator, and repositioned the grounding pad. The customer swapped out the vision side cart (vsc) with another. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system did not present any errors when initially powered on. The generator was not able to turn on, and all switches and plugs were checked prior to use. The grounding pad was placed on another generator source, and it worked correctly.